Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
This right ventricular (rv) lead was surgically abandoned due to unknown product performance issue. Additional information received rom the field representative indicated that this lead was causing diaphragmatic stimulation in all vectors. No additional adverse patient effects were reported.